Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of explant is unknown. The date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-05457. It was reported the patient experienced ineffective stimulation. As such, the system was explanted at an unknown date.